Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 mos. After the dental implant and abutment were placed in ada site 3 in the mouth, the implant had not achieved integration. Clinician reports an implant overload, overheating of bone, bleeding and poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 mos. After the dental implant and abutment were placed in ada site 3 in the mouth, the implant had not achieved integration. Clinician reports an implant overload, overheating of bone, bleeding and poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).